Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up a vf episode was noted. Review of egm revealed noise. The shock was aborted. Chest x-ray revealed externalized conductors on the hv lead. The lead was explanted and replaced. The patient was stable.